Manufacturer narrative:
(B)(4).

Event description:
The physician reported oversensing relative to the subject lead. A reintervention was performed to replace the lead. The physician also indicated that there was insulation damage to the lead.

Event description:
The physician reported oversensing relative to the subject lead. A reintervention was performed to replace the lead. The physician also indicated that there was insulation damage to the lead.